Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to acetabular fracture with custom 3d implant for an course has been complicated by multiple and recurrent periprosthetic hip dislocations.

Manufacturer narrative:
This component is not commercially available by mpo, please void this record.